Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patients implantable cardioverter defibrillator reached normal elective replacement indicator, however there was loss of notification. Device was explanted and replaced. Patient was stable before and after the surgery.

Manufacturer narrative:
Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. The eri alert was recorded in both programmer printout and the patient notifier log in the device image. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery depletion was normal. The device was tested on the bench and no anomalies were detected.

Event description:
It was reported that the implantable cardioverter defibrillator reached the elective replacement indicator. Following the advisory for premature battery depletion with implantable cardioverter defibrillator, although there was no allegation of premature battery depletion, the device was explanted and replaced. Patient was stable before and after the surgery.